Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4). Note: customer was performing the blood glucose test and the control solution test incorrectly.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 186 and 301mg/dl. The customer's expected fasting blood glucose test result range is 100 to 101mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/20/2017 and open vial date is (B)(6) 2017 the meter memory was reviewed for previous test result history (date / time not set): the 157mg/dl (B)(6) 2017 01:05 pm fasting: no, the 186mg/dl (B)(6) 2017 11:00 am fasting: yes, the 301mg/dl (B)(6) 2017 12:00 pm fasting: yes, the 100mg/dl (B)(6) 2017 08:00 am fasting: yes. Customer called abut meter reading high on his blood from one day to the next. He did say that the blood tests were both done fasting. Customer was not applying blood correctly and he stated that when he ran the control he put the drop on his finger and then ran control. He might have had control on his finger since he did not wash his hands when he ran the one blood results.